Event description:
A message was received from a healthcare professional indicating that a refilled pump was not working. No interventions were noted, and no patient symptoms or outcome were provided. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).